Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was received at fisher & paykel healthcare in (B)(4). The device was performance tested and the audible alarm function was checked. And electrically tested. Results: during testing the airvo turned on and functioned, however no audible alarm was heard. The fault was traced to a faulty speaker and electrical resistance testing showed that the speaker's resistance was open circuit. A lot check revealed no other complaints of this nature for lot number 150818. Conclusion: the supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has taken steps to ensure that each speaker is checked following the gluing process and any found faulty are discarded. Additional checks have also been implemented during production at our facility to ensure the speaker is working at the time of manufacture of the airvo. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A hospital in (B)(6) reported that the audible alarm of an airvo 2 humidifier was not working. No patient consequence was reported.